Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urge incontinence and urgency frequency. It was reported that the patient answered the phone and was throwing up. Stated that she was throwing up all night and having diarrhea. She stated she has never had so many problem with her bowels. Patient thinks the stimulation is too high but is too sick to figure out the programmer. Additional information was received on (B)(6) 2021 stating the patient is having their leads removed as patient is running a fever, is throwing up, and is in the hospital. No further complications were reported.